Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 18 may 2020: lot 174652: (B)(4) items manufactured and released on 07-mar-2018. Expiration date: 26.02.2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved: reverse shoulder system 04.01.0119 humeral reverse hc liner ø36/+0mm (k170452) lot. 175042: batch review performed by medacta regualtory affairs department on 18 may 2020: lot 175042: (B)(4) items manufactured and released on 27-sep-2017. Expiration date: 07.09.2022. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved: reverse shoulder system 04.01.0001 std humeral diaphysis - cementless - 6 (k170452) lot. 182479: batch review performed by medacta regualtory affairs department on 18 may 2020: lot 182479: (B)(4) items manufactured and released on 22-may-2018. Expiration date: 08.05.2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved: reverse shoulder system 04.01.0169 glenosphere 36xø24.5 (k170452) lot. 174728: batch review performed by medacta regualtory affairs department on 18 may 2020: lot 174728: (B)(4) items manufactured and released on 10-jan-2018. Expiration date: 27.12.2022. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved: reverse shoulder system 04.01.0191 threaded glenoid baseplate ø24.5x30 (k171058) lot. 185489: batch review performed by medacta regualtory affairs department on 18 may 2020: lot 185489: (B)(4) items manufactured and released on 29-aug-2018. Expiration date: 21.08.2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event. Additional implant involved: reverse shoulder system 04.01.0161 glenoid polyaxial locking screw - l30 (k170452) lot. 182475: batch review performed by medacta regualtory affairs department on 18 may 2020: lot 182475: (B)(4) items manufactured and released on 4-sep-2018. Expiration date: 22.08.2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 4 similar event reported. Additional implant involved: reverse shoulder system 04.01.0161 glenoid polyaxial locking screw - l30 (k170452) lot. 182475. Batch review performed by medacta regualtory affairs department on 18 may 2020 lot 182475: (B)(4) items manufactured and released on 4-sep-2018. Expiration date: 22.08.2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 4 similar event reported.

Event description:
The patient came in reporting instability 1 year and 3 months after the primary surgery. The surgeon determined the glenoid was loose due to an infection and the pathogen is unknown. The surgeon removed all implants, performed a washout and implanted an antibiotic spacer. The surgery was completed successfully.